Event description:
While attempting to defibrillate a patient the device did not discharge. The clinician obtained another device and used the pads from the first attempt, to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.